Manufacturer narrative:
A CAPA investigation was conducted to understand the everpatch rate of wound dehiscence, conjunctival erosion, everpatch exposure, and surgical intervention and to understand how this correlates with alternative treatments for scleral reinforcement to cover glaucoma drainage tubes (e.g., donor tissue, pericardium, or scleral tunnel). The majority of everpatch customers were contacted and asked to share their postoperative clinical experience. Based on the CAPA investigation results, corneat estimates the likelihood of occurrence for wound dehiscence is 10-15%, with all known cases being seidel negative (i.e., no wound leak). However, surgeons opted to perform revision surgery in approximately 5-10% of implanted patients. Early findings also show conjunctival erosions healed spontaneously (i.e., without surgical intervention) in approximately 1-5% of implanted patients. Importantly, there have been no confirmed reports of glaucoma device/tube exposure. These current adverse event rates for the everpatch compare favorably to published rates for wound dehiscence using tissue to cover the glaucoma tube. Geffen et al report: "conjunctival dehiscence is usually a benign, common complication after agv [ahmed glaucoma valve] insertion. It does not need repair as long as the tube is well covered. Agv tube or plate exposures are less common, occur later and were promptly repaired as per current practice." The authors reviewed the medical charts of 158 subjects and report 33.5% of subjects presented with wound dehiscence and 8.9% of subjects presented with glaucoma device exposures. There were no conjunctival complications in 57.6% of subjects. Reference: geffen n, buys ym, smith m, anraku a, alasbali t, rachmiel r et al. Conjunctival complications related to ahmed glaucoma valve insertion. J glaucoma. 2014;23(2):109-14. Conjunctival dehiscence is a common postoperative adverse event and an inherent risk of glaucoma drainage device implantation. The current device instructions for use identifies the following possible complications: "detachment of the device from surrounding tissue in case of trauma or when chronic inflammation is not addressed"; and "conjunctival retraction or wound dehiscence, which may lead to exposure of the device and could require a corrective procedure". The current instructions for use also recommends "in the short term after surgery, more frequent follow-up visits should be conducted to ensure proper wound healing." Manufacturer reference #: (B)(4).

Event description:
On october 22, 2024, the manufacturer became aware of a reportable event involving the everpatch device which was implanted with glaucoma tube shunt. The patient presented with wound dehiscence and exposure of the everpatch and underwent surgical revision. Additional information was requested from the physician on november 24, 2024 and december 11, 2024.